Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that she received a battery out limit. The customer's blood glucose was 465 mg/dl at the time of incident. The customer's blood glucose was 549 mg/dl at the time of call. The customer was assisted in giving herself a bolus. The customer stated that the battery was out greater than duration allowed by the insulin pump. The insulin pump will not be returned for analysis.